Manufacturer narrative:
It was reported that a patient underwent an ablation procedure for atrial fibrillation (afib) with a carto vizigo¿ 8.5f bi-directional guiding sheath, and a leaking issue occurred. The investigational analysis completed on 5/8/2019. The device was inspected and the hemostatic valve was observed collapsed into the hub. Irrigation testing was performed. Water leakage was observed, due to the damage on the hemostatic valve. Additionally, scanning electron microscope (sem) testing was performed on the damaged area. The results showed evidence of mechanical damage on the surface of the hemostatic valve. A manufacturing record evaluation was performed and no internal actions were identified. The customer complaint was confirmed. The root cause of the damage on the valve cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling of the device during the procedure. However, this cannot be conclusively determined. Manufacture ref no: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, the biosense webster inc. (Bwi) product analysis lab (pal) received the device for evaluation and observed that the hemostatic valve has collapsed into the hub.these finding coincide with what was reported. The observed collapsed hemostatic valve has been assessed as MDR reportable as the integrity of the device was compromised. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacture reference no: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation (afib) with a carto vizigo 8.5f bi-directional guiding sheath, and a leaking issue occurred. The hemostatic valve on the vizigo sheath was leaking. There was no detachment noted. Sheath replacement resolved the issue. The sheath was then used on the patient and the procedure subsequently completed. No adverse patient consequences were reported. The leaking issue has been assessed as MDR reportable.